Event description:
It was reported that the patient could not start stimulation therapy on the right (r) side due to the surgeon's suboptimal placement of the right (r) lead during the initial implant of the reactiv8 system. The patient underwent revision surgery, replacing the right (r) lead to address the issue. The revision surgery was successful, with no patient harm or injury as a result of the event.

Manufacturer narrative:
Reporter's contact number: (B)(6). Mml complaint reference number: (B)(4).

Manufacturer narrative:
Reporter's contact number: (B)(6). Mml complaint reference number: (B)(4). A review of the post-initial implant procedure images and pre-revision surgery images by the reactiv8 subject matter experts confirmed that the surgeon placed the lead sub-optimally. The surgeon was advised and retrained on the proper placement of the lead.

Event description:
It was reported that the patient could not start stimulation therapy on the right (r) side due to the surgeon's suboptimal placement of the right (r) lead during the initial implant of the reactiv8 system. The patient underwent revision surgery, replacing the right (r) lead to address the issue. The revision surgery was successful, with no patient harm or injury as a result of the event.